Manufacturer narrative:
The probable root cause of this issue is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa inspection was able to replicate and confirm the reported event. The iesu was tested on a golden system, and the unit would not power on. The fuses were examined and swapped, and the condition remained. The fuses were returned to original configuration. Generator logs inaccessible due to current condition. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted incisional hernia ipom surgical procedure, the erbe generator stopped functioning and had no power. The customer performed a power cycle and checked the power cord, followed by a hard reset of the system. Troubleshooting efforts continued, but logs could not be accessed, and the onsite connection was lost. A subsequent call was made, and intuitive surgical, inc. (Isi) clinical sales representative (csr) confirmed the system erbe was off and would not power on. The customer was able to bring in another tower and finish the procedure. The procedure was aborted to another da vinci system with no reported injury. Isi contacted the initial reporter and obtained the following information: this issue occurred pre-operatively before the patient was in the room. Patient demographic information was not provided.